Event description:
Patient had thyroidectomy surgery on ((B)(6) 2016) during that surgery it is often routine to place a drain in the womb site. Later during the ultrasound it was identified that a portion of the drain had been retained in the patient's womb. She was then scheduled for a second surgery ((B)(6)2017). To remove the retained drain fragment.